Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mrs. (B)(6), (consumer) stated that she bought the bd solomed¿ syringe but at the time of the application, noticed that the syringe was broken. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/photos analysis: bd did not receive a sample from customer to analysis. DHR review: the batch was manufacturing from 4/22/2017 until 5/2/2017. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. DHR was performed, maintenance record analysis, and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm to the complaint. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question.